Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 60mm, 135cm ranger global dcb otw balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter city: (B)(6).